Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6, and h10. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use and high level disinfection was completed. Additionally, the subject device was cleaned, disinfected, and sterilized. The customer cleaning staff completes primary cleaning and oer cleaning as part of the normal process. There was no delay in the start of pre-cleaning the device. The air/water nozzle was flushed with water and air. There were no abnormalities noted with the reprocessing accessories and the air/water nozzle was wiped with a clean lint free cloth, brush, or sponge. It¿s unknown if the air/water nozzle was flushed with detergent. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle in the up direction does not meet the standard value due to angle wire wear; the play of the up/down knob was outside of the standard value due to angle wire wear; the adhesive around the objective lens was peeled; the distal sheath adhesive was chipped; the control panel plate had a crack; an abnormal sound was made due to damage on the up/down knob; due to a scratch on the objective lens, the image had a partial dark area; zoom did not work smoothly; the forceps channel port was shaved; due to clogging of the nozzle, water removal ability did not meet the standard value; and scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope was present with an angulation malfunction. The intended procedure was a diagnostic upper endoscopy, without a procedure delay and completed with the same device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning of the device. This report is intended to capture the reportable malfunction of foreign material found in the nozzle during estimation.